Event description:
A small piece broke off and remained inside- vagina [foreign body in reproductive tract] when I removed it, a small piece broke off and remained inside [complication of device removal]. A small piece broke off [device breakage] . Painful cramping- menstrual [dysmenorrhoea]. Excessive bleeding- menstrual [heavy menstrual bleeding]. Infection- vaginal [vaginal infection]. Blood clots- menstrual [menstrual clots]. Case narrative: consumer reported via email that a piece of the tampon broke off during removal. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.